Manufacturer narrative:
An approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a hcp via a representative regarding a patient who was implanted with a neurostimulator for non-malignant pain . The patient spend hours in a day charging the implant. It was reported that the stimulation was doing weird things. This was later stated to be the "ins was doing weird things when charging." This started 5 weeks ago in (B)(6) 2018. One day it can be charged to 100% and they had to charge it every 24 hrs and sometimes the ins was in the red zone and they charge every 24 hours. Sometimes it was 50% which inconsistent and crazy. The implant was working fine for pain. It was reported that the controller will show all sorts of things on the screen when they were charging and it would not charge the stimulator in the right way. The patient's settings were at 5.0v. During the call, the consumer decreased to 3.8v and was still having problems with charging the implant. It was reported that the patient had the same setting and it should not change the battery level. Additional information reported on 2018-apr-11 from the health care provider (hcp) via a manufacturer representative that the patient reported difficulty charging. The patient requested a new programmer. After visiting the health care provider (hcp), it was determined that the battery was laying on an angle which made recharging difficulty. The hcp decided to revise the pocket. It was unknown if there were environmental factors affecting this issue. On (B)(6) 2018 the manufacturer representative met with the patient and made some programming changes. Additionally, the manufacturer representative provided recharging education. At this time, the patient was able to get an excellent connection and recharge properly. Sometime after, the patient requested a new programmer. The issue was resolved by continued attempts to recharge, pocket revision to fix the battery tilt. No further complications were reported.